Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has experienced elevated blood glucose (bg) levels of up to around 600 (mg/dl) for 2 weeks. Customer would rotate their infusion set site, administer a bolus, and administer insulin injections to treat their bg levels; however, on (B)(6) 2016 their bg level remained elevated and the customer was taken to the hospital. While in the hospital, customer was treated with insulin and fluids. Troubleshooting with tandem technical support on (B)(6) 2016 indicated pump was performing as intended. Reportedly, customer's health care provider recommended rotating their infusion sites to different areas of the body. Customer was released from the hospital on (B)(6) 2016 and indicated that their bg levels have been under control.